Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during implant, the left ventricular (lv) lead was unable to stay in place and dislodged three times. By the fourth attempt to place the lead, the patient's coronary sinus had become too inflamed. It was decided that further attempts wouldhave to wait until after the inflammation was reduced. A separate lv lead replacement procedure will be performed. Presently, the lead remains in use. No patient complications have been reported as a result of this event.